Event description:
The customer reported that when the cable is plugged in, the device reads "no pads attached" but if you wiggle the cable then the device detects the pads. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that when the cable is plugged in, the device reads "no pads attached" but if you wiggle the cable then the device detects the pads. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.